Event description:
It was reported that the ilet bionic pancreas delivered insulin after a meal announcement was recorded during the night, which the user denied initiating, and a large meal bolus of approximately 13 units was shown on the device report. Investigation included review of device-reported meal announcements and attempts to retrieve engineering logs. Investigation of this case revealed no engineering log data available beyond a prior date and no evidence that the device autonomously announces meals. No clinical symptoms associated with hypoglycemia reported. The user treated with oral glucose, with blood glucose later reported at 91 mg/dl and steady. Outcomes included hypoglycemia that was managed at home without medical intervention. It was concluded that the device functioned as designed with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.